Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: february 1, 2016 through march 31, 2016. Psr submission number: 2210968-2016-04152. Psr report identifier: 2210968-2016-03102. All event details will now be captured via emdr report number.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.